Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second, third and fourth clip were scissoring and some of the clips were pear shaped. The surgeon fired the pear shaped clips on the vessel and then pulled them off. They complete the procedure with the device and there was no patient consequence. The device was discarded, but there are pictures to be sent back for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.